Event description:
It was reported that the intraocular lens (iol) was inserted. The doctor saw a posterior capsule rent and removed the lens. The lens was replaced with a sulcus lens during the same procedure. There was no incision enlargement or vitrectomy performed. There was no patient injury reported and the patient is doing fine. The procedure was performed on the patient's left eye.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in two pieces. The lens condition is consistent of a lens that was handled and prepare for surgical use. There were fibers and particles on the surface of the lens. The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance report (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.